Manufacturer narrative:
A review of patient CT images was performed by the chief technology officer however it is not possible to formally diagnose the cause of the aneurysm sac expansion. A re-intervention was performed on (B)(6) 2018, to re-line the stent graft in order to resolve the type v endoleak. There have been no further issues reported. There is no information to suggest malfunction of the implant. All inspection and manufacturing activities met specifications.

Event description:
Event: type v endoleak / re-intervention to re-line graft. The initial evar was performed on (B)(6) 2015. On follow up of the patient, it was identified that the aneurysm sac had expanded however there was no obvious endoleak. Additional information was received at the manufacturer on (B)(6) 2018 in the form of a hand-annotated device tracking follow-up letter at which point further clarification was requested. The clinician stated that after discussion with the patient and family, he elected to proceed with re-lining the graft to address the type v endoleak. A re-intervention was performed on (B)(6) 2018, to re-line the stent graft in order to resolve the type v endoleak. There have been no further issues reported.